Event description:
It was reported that during an unk procedure, the stapler blade did not move forward, preventing the jaw from opening, requiring manual return of the blade and the need to replace it with another separate stapler. The surgery was delayed by 10 minutes. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent; 10/12/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9cf0e, and no non-conformances were identified.